Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the emergency room that during use, the pump device had inaccurate flow rate. No additional information was provided.

Event description:
It was reported from the emergency room that an overinfusion occurred during a primary infusion of vancomycin. Customer reported that the patient remained stable and had no adverse effects while under supervision and patient did not require any additional care or services other than the scheduled vancomycin infusion.

Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of over infusion was not confirmed or reproduced. Review of the suspect device error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed, on (B)(6) 2020, while infusing an unknown medication at a rate of 750 ml/hr (vtbi= 750 ml), the suspect device recorded six (6) alarms for air in line and one (1) alarm for flo stop open before being channeled off. Testing showed the device was delivering IV fluids within specification. Device inspection: lvp sn (B)(6) was received in good condition. The instrument seal was intact. The right (male) iui was observed with corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the complaint of over infusion was not identified. Device history review: review of the source device sn (B)(6) service history record showed the device had a manufacture date of 19aug2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 13nov2020 and indicated that this device has been previously returned for the following service: 21aug2018 channel error- replaced upper pressure sensor due to 240.4150 error, replaced cracked bezel. 19dec2018 communication error- replaced lower pressure sensor due to 240.4150 error. Calibrated unit. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.